Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-jun-2016, an fse visited the customer facilities, replaced x3 motor, and adjusted driver-board 1 voltage following service manual procedures. Verified instrument running sample loader rack rotation using 11 full racks at least twenty times without any errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was x3 motor was damaged.

Event description:
On (B)(6) 2016, a customer reported x3 error on sample loader in their aia-2000 analyzer. The customer was unable to run lh-ii, and pr patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh-ii, and pr patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.